Event description:
It was reported that a user with an ilet paired to a dexcom g6 experienced a loss of glucose values on the ilet despite the sensor and transmitter showing connected after assistance with pairing and warm-up; the user later observed the sensor adhesive was partially lifted and elected to remove the sensor and transition to multiple daily injections until replacement supplies were available. Symptoms included no glucose readings on the ilet display without physiological symptoms of hypo- or hyperglycemia. Outcomes included no adverse health impact, no hospitalization, and continued diabetes management off pump. Investigation included remote troubleshooting, device restart, re-entry of sensor and transmitter ids, and sensor mode toggling. Investigation of this case revealed an apparent sensor adhesion issue that likely interrupted cgm signal availability to the ilet, with the responsible device not definitively identified. It was concluded, based on previously established findings for similar reports, that user- or wear-related sensor adhesion failure was the likely cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.